Event description:
The customer reported "protective coating on distal end has come away" involving a choledocho fiberscope. The issue was found during set up, inspection for use.there was no patient involvement in this reported event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional relevant information becomes available.